Event description:
A patient reported experiencing inaccurate erratic results with a otu meter. The patient's blood glucose results were 390mg/dl, 126mg/dl, 124mg/dl. Tests were done within <10 minutes with a difference of 74%. Patient did not experience any adverse events. No further information has been reported. Note - in the reported issue notes it states, "used control solution only once, never cleaned meter, never did check strip".